Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient;" however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh composite ip. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip. Per op notes, ¿adhesions were noted and taken down. The hernia defect was identified and dissected. A sepramesh ip was placed and tacked using tacking device.¿ on (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic converted to open repair with implant of synthetic mesh. Per op notes, ¿extensive amount of intra-abdominal adhesions was taken down. The hernia defect was noted and reduced. The bowel was adherent to prior mesh was taken down. The hernia sac was dissected and excised. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient;" however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh composite ip. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." As reported, the attorney alleges patient experienced emotional distress and the device was defective.